Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was not cutting properly; the control bar was loose and out of position. The lever, control shaft, bearings, ball plunger, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery on (B)(6) 2024, dermatome sounded off during testing and cut deeper than set during the procedure. There was a patient involved and required repair of subcutaneous fat layer with unspecified number of 4-0 vicryl sutures. Another device was available to complete the procedure. There was a 20-minute delay to retrieve the device and place sutures. No additional skin graft was required. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.